Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2018-00180. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was worn and fractured. Attempts have been made and additional information on the reported event is unavailable at this time.